Event description:
According to the reporter: occurred during an open hemorrhoidectomy procedure. The stapler was being used for firing on the prolapse in the rectum. There was poor staple formation. The instrument handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. There was not any excessive tissue incorporated into the barrel of the stapler. There was not an improperly matched instrument and anvil combination. The surgeon tied the purse string around the hole with the orange ring, closed the stapler until they saw the green and then fired. The stapler appeared to have fired normally. The surgeon said it was difficult to removed and upon removal noticed unformatted and malformed staples and bleeding. The anvil was not bent. In order to resolve the issue and complete the case, the surgeon resected the staple line with the malformed staples. There was unanticipated tissue loss as a result of the problem. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.